Event description:
Customer was hospitalized for high blood sugar levels. The customer kept receiving an alarm and the md believes that the pump was the cause for the event. The programming was accurate and the pump passed the leadscrew test. It was indicated that the cannulas have been bent and at times the sets are peeling off. After troubleshooting, the customer was educated on the alarm and set change techniques. In addition. The customer was instructed to follow the two high blood glucose rule.